Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), headache ("headaches"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("tiredness"), anxiety ("anxiety"), depression ("depression"), social avoidant behaviour ("isolation") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (essure removal via adnexectomy by laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, swelling, headache, genital haemorrhage, back pain, fatigue, anxiety, depression, social avoidant behaviour and loss of libido outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, loss of libido, pelvic pain, social avoidant behaviour and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. On 18-may-2021: ha reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), headache ("headaches"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("tiredness"), anxiety ("anxiety"), depression ("depression"), social avoidant behaviour ("isolation") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (essure removal via adnexectomy by laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, swelling, headache, genital haemorrhage, back pain, fatigue, anxiety, depression, social avoidant behaviour and loss of libido outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, loss of libido, pelvic pain, social avoidant behaviour and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.